Event description:
It was reported that the patient received on inappropriate shock as the ventricular lead showed increased impedance to high measurements along with oversensing. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor fractured. It was noted that the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. Performance data was collected from the device and have analyzed the data. Sensing - oversensing 15 - ventricular nst<=210 ms on (B)(6)-2012 in the timeframe between 08:15:32 and 11:21:39. Sensing - interference/noise ventricular short interval count v-sic=833.4 counts avg/day, in 1.93 days, between (B)(6)-2012 13:09:58 and (B)(6)-2012 11:23:14. Std review - lead integrity alert triggered. Programmer data shows 1 - lead integrity alert on (B)(6)-2012 09:16:08. 1 - patient alert for out of tolerance subthreshold lead impedance on (B)(6)-2012 09:16:08.